Event description:
The customer contacted physio-control to report a non-critical issue with their device. There was no report of patient use associated with the reported event. Upon evaluation of the customer's device, physio-control observed that the device would not power on with dc battery or ac power.

Manufacturer narrative:
H11 of initial submission 0003015876-2021-00679 incorrectly stated that the system pcb obsolete and device cannot be repaired. H11 should state: physio-control evaluated the customer's device and verified the reported issue. Physio replaced the device's power module to resolve the reported issue. After observing proper device operation through functional and performance testing, the device was returned to the customer for use. Physio-control further evaluated the removed power module assembly and determined that the cause of the reported issue was due to electrically damaged eos.

Manufacturer narrative:
Physio-control verified the reported issue and determined that the cause of the reported issue was due to the system pcb assembly. Due to a part obsolescence, the device cannot be repaired at this time. The customer has received a loaner unit until a permanent solution is identified.

Event description:
The customer contacted physio-control to report a non-critical issue with their device. There was no report of patient use associated with the reported event. Upon evaluation of the customer's device, physio-control observed that the device would not power on with dc battery or ac power.